Event description:
It was reported that the handpiece began overheating during an impaction procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial quality assurance investigation and service details, the reported condition of the device overheating during usage could not be duplicated. Service will complete any necessary maintenance and then return the device to the customer. A follow-up report will be submitted if the final results of the quality investigation require one.